Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 54 months ago. Aneurysm and vessel morphology at the time of implant is unk. It was reported that currently, the pt has disease progression resulting in aortic neck dilatation. The aneurysm is 8cm in diameter. The recent CT demonstrated that the aneurx graft had migrated distally into the aneurysm sac with a proximal type I endoleak. The physician elected to remove the stent graft system and convert the pt with an open repair. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Migration, endoleak. Disease progression with aortic neck dilatation.